Event description:
On (B)(6) 2013 a patient received a novasure endometrial ablation. This patient had essure coils implanted (date unknown) for permanent birth control and a hysterosalpingogram (hsg), date unknown, confirmed bilateral tubal occlusion. The post ablation hysteroscopy demonstrated good distension and ablation, and no visual evidence of perforation. The patient returned on (B)(6) 2013 with "severe abdominal pain." She was seen in the emergency room and was admitted for observation. Approximately 6-8 hours later the patient experienced "acute onset of abdominal pain." Her white blood cell (wbc) count had dropped from 7.3 at admission to 1.8. Her computed tomography (CT) scan, unremarkable at admission, now showed "a large amount of ascites and evidence of uterine inflammation." Her blood pressure was 70/40mm hg. The patient was taken to the operating room. A laparotomy revealed "a concentric area of whitish blanching at the left cornual region measuring approximately 2 cm in diameter. There was no uterine perforation observed. Additionally, there was a 2 cm area of blanching on the small bowel associated with a 2-3 mm perforation. There was also noted to be an area of inflammatory changes along the small bowel adjacent to the area of thermal injury. Approximately 10 inches of small bowel encompassing the perforation and the inflamed area were resected and a side-to-side anastomosis was performed." An elective hysterectomy was done "significant for friable and inflammatory tissue likely due to peritonitis." The essure coils were removed but the fallopian tubes were not. The patient was transfused with 2 units of red blood cells and "pressors" for the first 24 hours post operatively. She was on antibiotics and her cultures ultimately grew out escherichia coli (e-coli). On (B)(6) 2013 the physician reported "the patient is currently stable and expected to be discharged soon."

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).